Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded vlith) at the power management graph due to connector resistance at electronic board 1. After disconnecting and reconnecting the internal battery connector on electronic board 1, the pump was monitored and functioned properly. Pump received with operating currents within spec. No unexpected replace battery now alarms or unexpected powering off/shutting down battery noted. The pump was monitored for two (2) days and no unexpected blank display noted. Verified the battery tube power connector is properly connected to electronic board 1 during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 319 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did return. The customer also reported they were calling back after previously troubleshooting for a low battery alarm within one week. The customer also reported a power loss alarm. Customer was advised the insulin pump will be replaced for frequent low battery alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.